Event description:
A customer reported that the screen on their pump was broken. There was no information provided regarding the impact on the customer's blood glucose level. The pump, which was still functional but with a partially readable screen, was scheduled to be returned for inspection. A replacement pump was provided.